Event description:
The customer noticed a reproducibility issue with one patient sample for axsym 3rd generation (3g) tsh on the axsym analyzer. The initial run generated a result of 1.507 with a repeat result of 4.943 (no unit of measurement given). The customer repeated the sample a third time confirming 4.943 was the correct result. The customer indicated the axsym analyzer is connected to a lis running in request mode. The axsym analyzer had already completed the initial patient analysis; however, a second analysis was performed. The customer is unsure why the axsym analyzer performed the second tsh 3g analysis. The axsym analyzer message log contained error code 4003, bar code label reader error and error code 8233, host query response contained no orders. It is unclear if the initial axsym 3g tsh analysis was done on the correct tube. The customer believes the issue is with the specimen tube and not with the axsym analyzer. The falsely decreased axsym 3rd generation tsh patient result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation - the root cause for the customer described issue could not be determined with the available information. The axsym system operations manual provides adequate information to address erratic results and error codes 4003 and 8233. Operator error was suspect but could not be determined with the available results. A deficiency of the axsym system was not identified. An investigation was performed in response to the customer complaint of axsym serial number (B)(4) generating erratic tsh patient results from the same tube. The investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results including proper sample loading and unloading from the analyzer. The complaint information notes the customer technical advocate (cta) reviewed the instrument message history log and identified multiple 4003 and 8233 error codes. The cause for the analyzer repeating the patient sample and generating erratic results could not be identified with the available information. A service history review indicates there have been no additional incidents of inconsistent/erratic result generation by axsym serial number (B)(4) following this documented event. This is a final report.

Manufacturer narrative:
Investigation in process, no results or conclusion can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.